Manufacturer narrative:
Additional information was added to h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume folfusor underinfused during patient use. The devices had been filled with flucloxacillin 8g in 230ml sodium chloride 0.9%. It was further stated that less than ten percent infused over twenty four hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.